Event description:
Allegedly, at the beginning of a total hysterectomy procedure, when the doctor activated the instrument on tissue the first time she noted a spark at the distal end of device and some smoke also emitted. She removed instrumentation from patient and replaced it. There was no injury to the patient and the procedure was completed.

Manufacturer narrative:
The insulated insert had nicks and cuts in the insulation causing it to fail hipot test. We think that breached insulation caused arcing. Device should be examined before use.